Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . D4: serial number unknown / not provided. D4: lot number unknown / not provided. D4: expiration date unknown / provided. G4: PMA/510(k) number not available. H4: manufacturer date unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the investigation, an unknown fractured screw was found inside the abutment on at unknown tooth site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown biomet 3i abutment was reported to be rotated and on nov 28, 2022, via customer it was reported that the healing abutment used was an ieha556, listed as an associated item. Visual evaluation identified a crown attached to the abutment and a fractured screw was identified within the abutment. The abutment connection/hex is fractured, and the abutment is unable to be identified due to the as-received condition. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. No per was provided, so pre-existing conditions, tooth location, and period of use are unknown. Additionally, the customer did not provide x-rays or images. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, the reported event of abutment rotated/incorrect positioning could not be verified. However, for the unknown biomet 3i abutment and unknown biomet screw, the event of fracture was confirmed and both products had a malfunction of fracture identified during the investigation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".